Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate measurement or to determine if it could have contributed to the patient's emergency room visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately. Checking your blood glucose 7 / pages 81 you should perform a control solution test when you suspect that your meter or test strips are not working properly and when you think your test results are not accurate or if your test results are not consistent with how you feel.

Event description:
It was reported that patient's blood glucose (bg) levels fell to 1.7 mmol/l (30.6 mg/dl) while wearing the pod. The patient ate carbohydrates/protein and suspended basal but it did not raise her bg levels. The patient's mother then administered 2 glucagon shots. When the patient's bg levels did not stabilize, the patient was brought to the emergency room (ER) for hypoglycemia and was treated with intravenous (IV) dextrose solution. At the hospital it was discovered the patient's personal diabetes manager (pdm) was reading incorrectly. The patient's bg levels on the pdm read 6.7 mmol/l (121 mg/dl) and the hospital's read 7.4 mmol/l (133 mg/dl). The pdm was replaced.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No alarms were observed during the investigation and none were present in the data download. During the blood glucose (bg) meter strip insertion verification test, the personal diabetes manger (pdm) was found to recognize the activity and powered on immediately with no issues noted. Based on the sst (strip simulator tester) and pod program, the delivery test was found to successfully pass and record into the device memory. The sst testing of the bg meter found that all test readings were within specifications.